Event description:
It was reported that customer received minimum fill notification when attempting to load new insulin cartridge and was unsure how much insulin had been filled. There was no adverse impact to the customer's blood glucose level. Customer was able to complete cartridge loading and successfully resumed insulin delivery.